Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with product.

Event description:
Healthcare professional reported ¿right side exchange from textured to smooth implants due to the patients concern with the product.¿ additionally healthcare professional reported capsular contracture baker grade IV and rupture. Device has been explanted.